Event description:
It was reported that the surgeon reamed to 53mm with a 53mm reamer and attempted to implant 54mm shell (B)(4) and it would not seat properly. The surgeon re-reamed with the 53mm reamer two more times and attempted to implant the shell and the 54mm shell still would not go so surgeon reamed to 55mm and implanted a 56mm shell instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.